Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an itchy, rash on his back and upper torso. There was no alleged device malfunction contributing to the irritation. The patient used benadryl and caladryl anti-itch cream on the skin irritation. The patient followed up with a physician who prescribed hydrocortisone 2.5% cream. Follow up indicated that the patient is using the prescription cream as recommended and the skin irritation is improving.